Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal and remote dose connector. Functional testing was performed. The reported problem was able to be duplicated. It was determined that the remote dose connector was the root cause for the reported problem. The dso seal and remote dose connector were replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken joystick connector. There was unknown patient involvement. Device analysis revealed a damaged downstream occlusion seal.